Event description:
Home pt (hp) reports accidently disconnecting themselves from the pt line of homechoice set during apd treatment. Baxter technician assisted hp in ending therapy for evening. No pt injury injury or medical intervention required per family member of hp.